Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had leakage. This leak was discovered prior to opening overpouch. The blue wing cap was found to be loose. The device was filled with fluorouracil 3800mg in glucose 5%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from july 14, 2021 - july 15, 2021. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed fluid inside the bag that contained the device which suggested a leak may have occurred. The reported condition was verified during initial inspection and due to the nature of the returned sample, no additional testing could be performed. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.